Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the fan was checked and cycling tests were run. The se noted that the device was working correctly. The se then noted that after checking the error log, it was observed that when using the device, the proximal pressure tube was not inserted, causing the pressure rise not to rise. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) .

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a pressure issue, and that the pressure was not increasing, when the bar was increased. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator had a pressure issue, and that the pressure was not increasing, when the bar was increased. Onsite service was requested. Investigation ongoing / resolution pending